Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display. It was also found the insulin pump had a beeping noise. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was also found the customer had an unexpected restart alarm after replacing the battery on the insulin pump previously. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. No blank display was noted. No damage was noted on the isolation tape. The insulin pump had normal operating currents. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.